Event description:
Customer reported that erroneous accession bar code printout on the instrument twice. Customer indicated that accession bar code 062001409 appeared on the printout when they scanned accession bar code 062001406 and bar code 062001068 appeared on the printout when they scanned bar code 062001098. Customer also indicated that first sample was run at 05:50 and the second sample run was at 05:59 on (B)(6) 2014 and for the second sample, discrepancy was noted and the same bar code was scanned successfully when repeated. There was no report of injury due to this event.

Manufacturer narrative:
The customer indicated that several bar codes have been scanned subsequently and all scanned correctly and no results were reported to the ID was correct. The siemens representative indicated that the copy of the bar code provided was too poor to try to replicate the issue. The customer indicated that they have had no further issues since the two events that were reported. The cause for why erroneous bar code printout on the instrument is unknown.

Manufacturer narrative:
The initial MDR 1217157-2014-00041 was filed with FDA on march 21, 2014. Additional information: the customer indicated that there was no further scanner issues, and they were satisfied as the issue was resolved. This event could not be further investigated as there was no barcode information available.